Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the native aortic valve was pre-dilated with a 22 mm non-medtronic balloon. Unfortunately the balloon was not filled with contrast. The physician was sure that a dilation was performed. The valve was attempted to be implanted within the cusp overlap projection. After the first attempt to implant, the valve was under-expanded, therefore was recaptured. The valve was attempted a second time, but was still under-expanded. The entire system was removed. A second system was loaded. A second pre-dilation was performed using the same valve size. The second system was implanted without issues. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The valve was fully submerged in clear unknown solution. All leaflets were flexible and intact with signs of creases. As received, all leaflets were in a closed position with a gap between leaflets 1 and 3. Remnants of bloody tissue noted on all commissure 3-1 and commissure 2-3. All commissures were intact. The valve skirt appeared slightly compressed. The valve was submerged in warm saline; valve expanded to full dilation. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve to complete the loading simulation; no visual or tactile anomalies were noted. The valve was then deployed in a warm saline bath to perform deployment simulation. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no anomalies were noted during the complete deployment of the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.